Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use from 8/12/2019 to 11/5/2019. A review of the log indicates that the lowest bg reading entered into the pump by the user from (B)(6) 2019 to (B)(6) 2019 was 150 mg/dl. Pump was put into shelf mode on 10/25/2019 at 9:04:12pm. Pump was not in use after 10/25/2019. Therefore, the complaint could not be confirmed. Multiple tubing fills were observed from 8/13/2019 to 10/21/2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. A 0% temporary rate for 35 min was observed on (B)(6) 2019. A 50% temporary rate for 15 min was observed on (B)(6) 2019. A 0% temporary rate for 15 min was observed on (B)(6) 2019. It is possible the user¿s personal profile settings need adjustment. On (B)(6) 2019, user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values. From (B)(6) 2019 to (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). From (B)(6) 2019 to (B)(6) 2019, user made bolus requests while still having insulin on board (iob). From (B)(6) 2019 to (B)(6) 2019, user made bolus requests without entering current bg. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) ranging between 20-50 mg/dl; cause was unknown. Paramedics provided liquid sugar solution to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, customer stopped using the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.